Manufacturer narrative:
A ge service representative performed an investigation. The rtos pcb was evaluated and replaced. The system nodes and calibration files were reloaded. The cine drive was evaluated and reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.